Event description:
As reported by sales rep: the patient had a 23mm smj epic implant in 2008. In 2010, a sapien was implanted (exact date unknown). After a short time, again high gradient of over 80mmhg. Therefore, the sapien valve was explanted and a 23mm freestyle implanted. The implant doctor would like to have the sapien evaluated and see if there are any thrombus. Additional information learned from the operative report: patient had high grade of aortic stenosis and low grade of ai. In 2008, a smj epic was implanted which in time developed a high grade of aortic stenosis. In august an edwards sapien valve was implanted due to the age and risk profile of the patient. Clinically the patient did not improve after implant and developed after a short time again a high gradient of the aortic prosthesis of over 80mmhg. On the angio on the (B)(6) 2011 in (B)(6), a significant coronary stenosis could be excluded. After opening the patient, when viewing the sapien valve, it seemed that the valve was not completely deployed and on the left coronary leaflet solid thrombotic material was found which contributed to the limited movement of the leaflet. Sapien was carefully cut out and will be sent to edwards for evaluation.

Manufacturer narrative:
The sapien valve was explanted and returned to edwards for evaluation. Preliminary findings: the valve was evaluated by an edwards quality engineer and tissue scientist. The following observations were noted: although the model number was not available, from the visible part of the thv valve that exposed the green ethibond suture, it could be confirmed that this device is a sapien 9000tfx valve. However, since the valve was not completely deployed (the valve was deployed within the smj epic valve prosthesis, not the native valve), valve size could not be determined. The pericardial tissue on the sapien valve appeared stiff, which could have been caused by the fixation chemical during the decontamination process. There were stiff materials present on two leaflets of the sapien valve. This material appeared to be thrombotic material. There was visible white fibrotic material (pannus) on the smj epic surgical valve commisures. On the inflow side of the sapien valve, there was host tissue on the stainless steel frame. However, pannus was not substantial on the sapien leaflets. There was no fusion of leaflets at the sapien valve commisures.

Manufacturer narrative:
The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. In this particular case the root cause of the reported event of aortic stenosis and aortic insufficiency could not be determined from product return evaluation. Thrombus was found around the returned sapien valve product, as well as on the outer sjm epic valve product. However, it does not appear that the stenosis and thrombosis was a result of product malfunction or non-conformance. The surgical report indicated that the patient had developed a high-grade stenosis with the smj epic surgical valve and the sapien valve was implanted in attempt of mitigation. The report also pointed out that the patient had multiple medical conditions and the patient's medication history was not clear to confirm if the patient had stayed on an anticoagulant therapy or if other medications could have contributed to thrombosis as a side effect. It is likely that the patient's medical conditions could have contributed to the thrombus formation on the sapien valve, although a definite relationship between the medical conditions and the valve stenosis/thrombosis could not be assessed/confirmed with the information available. Per the instructions for use (IFU), the sapien valve is contraindicated in patients with certain types of aortic stenosis (i.e. Non-valvular as; congenital as or unicuspid aortic valve; non-calcific acquired) and thrombus. Tissue deterioration of sapien valve can possibly be caused by calcification, degeneration, infection, etc. The IFU also recommends anticoagulant therapy after surgery for at least 6 months, and lifetime asa. Thrombotic restenosis after aortic valve surgery is reported to be very uncommon. The leaflets of the sapien valve are processed in the same way as conventional bioprosthetic valves which makes it unlikely that thrombogenicity would be enhanced on this valve stent (ref. 1). The literature suggests three possible reasons, or a combination of these, that could contribute to early valve thrombosis. The first reason relates to compliance with the prescribed anticoagulant regime. Currently, lifelong aspirin and 6 months of clopidogrel are recommended after transcatheter valve implantation (in this case, adherence to this anticoagulant regime cannot be confirmed with the documentation available). Another reason would be an undiagnosed coagulation disorder that could predispose the patient to enhanced thrombus formation on the valve leaflets. The third reason suggested is geometric deformation of the sapien valve stent which could also predispose the patient to thrombus formation as a result of flow turbulence. In this case, the valve was implanted in another bioprosthetic valve; and upon evaluation of the two return valves, one being inside the other, it appears the sapien valve was under-deployed. The sapien valve is not indicated for use inside another prosthetic valve. It is possible that a combination of patient and procedural factors contributed to the patient's valve thrombosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further action is required at this time (ref. 1) trepels t, martens s, doss m, fichtlscherer s, schächinger v. Thrombotic restenosis after minimally invasive implantation of aortic valve stent. Circulation 2009; 120; e23-e24.

Manufacturer narrative:
Evaluation of the device and investigation of the incident are ongoing.